Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2017 with the following findings: it was revealed that the battery compartment was cracked. It was also revealed that the keypad was unresponsive to use presses; the keypad cover was removed and no contamination was found under the button contacts. The pump cover was removed and moisture was found on the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the keypad was unresponsive. This report is made based on results of investigation completed on 10/17/2017.